Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate plus profile saline breast prostheses, suffered spontaneous left breast implant deflation and bilateral capsular contracture; baker grade ii, post-procedure. The patient self-diagnosed the left breast implant deflation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with two 300cc mentor smooth round moderate plus profile saline breast prostheses. The bilateral capsular contractures were identified during the explantation surgery. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On august 12, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 9481542 sn: (B)(6) and (right) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 9481542 sn: (B)(6). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).